Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: a review of the black box showed evidence of call service 215 continuous glucose monitoring failure warnings. The battery compartment was cracked at the case seal. A test transmitter was paired to the pump successfully. A blood glucose calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran overnight with a steady reading of 115 mg/dl and no alarms were emitted. The pump cover was removed to find an intermittent condition to the continuous glucose monitoring module due to a cold solder connection. The call service alarm was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [213 error] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.